Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Test strips have been discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 407 mg/dl and 111 mg/dl. The test strip resulting in the high value of 407 mg/dl was used after dinner, and the customer admitted that his hands were not washed. The second value of 111 mg/dl was taken after the customer's finger was cleaned with disinfecting liquid.